Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 06/06/2026, the sensor was providing inaccurate low readings displaying 54 mg/dl while the bg reading was 207 mg/dl. The cgm remained inaccurate despite calibration attempts which caused the patient to out seek medical attention. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.